Event description:
Healthcare professional(hcp) reported that a patient was injected with skinvive¿ by juvéderm into the central forehead above the glabellar area using microdroplet injections. Hcp noticed the occlusion while injecting. The patient was treated with 600 unites of hylenex, followed by massaging the area and applying warm compresses. Capillary refill was good after the treatment. Patient continued to using aspirin and applying warm compress at home. Symptoms are on-going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional(hcp) reported that a patient was injected with skinvive¿ by juvéderm into the central forehead above the glabellar area using microdroplet injections. Hcp noticed the occlusion while injecting. The patient was treated with 600 unites of hylenex, followed by massaging the area and applying warm compresses. Capillary refill was good after the treatment. Patient continued to using aspirin and applying warm compress at home. Symptoms are on-going.